Manufacturer narrative:
Bsc aware date corrected from 01/14/2021 to 01/13/2021. B3: date of event corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. During procedure, while expanding the balloon two times at 18 atmospheres respectively, the balloon burst. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. During procedure, while expanding the balloon two times at 18 atmospheres respectively, the balloon burst. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. During procedure, while expanding the balloon two times at 18 atmospheres respectively, the balloon burst. The procedure was completed with another of the same device and there were no patient complications reported.